Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Calibration and qc data from the investigation site were acceptable. Assays from different manufacturers, in this case siemens, can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem.

Event description:
The initial reporter questioned thyroid results for 4 patient samples tested on a cobas e801 module. The results were reported outside of the laboratory where additional testing was requested. The 4 samples were submitted for investigation where discrepant results were identified for elecsys tsh v2 (tsh v2), elecsys tsh (tsh) and elecsys ft4 iii (ft4 iii) between the customer¿s e801 module, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the siemens centaur method. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh v2 results and medwatch with a1 patient identifier (B)(6) for information on the tsh results. Refer to attached data for the patient results. The customer¿s e801 module serial number was (B)(4). The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used on the e602 module and the e411 analyzer was 478085 with an expiration date of 31-may-2021. The ft4 iii reagent lot number used with the e801 module used at the investigation site was 483198 with an expiration date of 30-jun-2021.